Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy for svt. The device correctly diagnosed svt multiple times and withheld therapy. One such svt accelerated to 244bpm and into the vf zone. The device delivered atp and then hv therapy to break the rhythm. This restored the patient to normal sinus rhythm, ending the af episode. The device functioned properly and no changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)